Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the atrial tachy response (atr) mode switch showed what appears to be noise on ra lead. Impedance went from 676 ohms to >3000 ohms. Chest x-ray showed medial implant site leading to subclavian crush.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the atrial tachy response (atr) mode switch showed what appears to be noise on ra lead. Impedance went from 676 ohms to >3000 ohms. Chest x-ray showed medial implant site leading to subclavian crush.